Manufacturer narrative:
Manufacturer's analysis conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues. The patient received a heart transplant on (B)(6) 2020 and there were no reported alarms or adverse impact to the patient. (B)(6) was returned assembled with the pump cable severed approximately 11.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 10¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The felt material had been removed from the metal ring of the apical cuff; however, the metal ring was returned secured with the cuff lock fully engaged. (B)(6) appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of (b))6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15jul2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was reported stating that the transplant was not due to a device related issue and the patient was not elevated on the transplant list secondary to a device issue. It was also noted that the device operated as expected. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome the patient underwent transplant. It was reported the transplant was device/therapy related.